Event description:
A system operator reports the laser stopped firing approx 80% into a procedure. The system operator attempted to hit ablate and continue the procedure, but this was unsuccessful. The surgeon put the pt's flap down and the pt was removed from the surgery suite. The system operator re-booted the system, changed the gas and calibrated the system. The pt was then brought back to the laser suite, the flap was re-lifted and the procedure was completed. The surgeon stated he was satisfied with the pt's outcome, and the pt was not harmed or injured by this event.

Manufacturer narrative:
Reporting of this complaint at this time is based on receipt of a letter from the FDA dated 4/10/08 in which the agency informed alcon that complaint(event date: 2006) should have been reported as a serious injury MDR. As a result of that injury report, a 2-year reporting timeframe was initiated for all complaints of the same type. All complaint files for the ladarvision4000 were reviewed for this type of event starting the same day. This MDR filing is a result of that retrospective review. Determination of root cause: assessment: the field svc engineer (fse) was dispatched to the facility to evaluate the device. The fse found no power from the laser electronics to the thyratron. The laser electronics were replaced and a successful system verification was performed. The returned part was installed on the test bench and tested. The returned part passed all testing performed and mfg was unable to duplicate the reported problem. Conclusion: based on the investigation results, although not duplicated during bench testing, the root cause appears to be component related, specifically faulty laser electronics.